Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r, lot/serial #: unknown h3) the manufacturer representative went to the site to test the imaging system. After parts were replaced the image acquisition system (ias) still didn't boot up. Further troubleshooting showed power conversion enclosure was defective and needed to be replaced. The battery charger enclosure was replaced, firmware reloaded. Battery trays 8, 7 and 6 were replaced. After turning on they found that further burning on the power conversion enclosure (c9 and c10) and needed to be replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, lot/serial #: unknown ; product ID: bi71000469, lot/version #: unknown h3) the manufacturer representative went to the site to test the imaging system. The generator dropped an error e09 - troubleshooting brought igbts defective. Inverter to be replaced. After inverter replacement e09 was gone. X-rays were possible, but only up to approx. 50kv, from 55kv on system drops error e40. Further troubleshooting done. Inverter replaced. At system checks generator drops e40 at kvp higher than 55kvp. Troubleshooting brought kvp curves were imbalanced. Cable swap disclosed hv cable as cause, crack at cathode contact in tube seen. Tube to be replaced, possibly also hv tank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: bi71000162, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the ias was not booting. Technical troubleshooting via dash showed that four chargers were not working, and the batteries were at 0v. There was a thermal event via odor from the battery charger enclosure. The caps close to the j7 connector looked burned. The charger plus three battery trays were to be replaced. H6: fdm b01, fdr c02, c07 fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0905 was coded for the interrupted 3d scan. A0508 was coded for the noise heard from the ias. A070504 was coded for the low battery issue. A070803 was coded for not being able to turn on the ias any longer. Multiple annex g codes were reported. G02003 corresponds to the concomitant product bi71000175. G02002 corresponds to the concomitant products bi71000162 and bi71000163. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a radius extremity procedure. It was reported that when the operating room (or) staff performed the postoperative 3d acquisition scan,  the image acquisition system (ias) made a big noise and the 3d scan was interrupted. The ias user panel showed a red blinking low battery sign. The ias was not turning on any longer. The use of the imaging system was aborted. The probable cause of the reported issue was suspected to be the charger/power conversion enclosure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000468, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that the generator booster board and dual speed starter board were replaced. The dual speed starter board had a thermal event mark on the underside close to u51. After booting up error 144 was gone, but the generator then showed error e09. Further troubleshooting indicated that the igbts (insulated-gate bipolar transistor) were shortened. The inverter module was too be replaced. It was noted that the system was still down and not usable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field again and generator showed error e40 and the x-ray tube to be replaced due to crack found at cathode connector. The x-ray tube and hv tank were replaced. C09 is applicable. Previously reported codes b01 and c02 are also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, additional information - continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230, ubd: unknown, UDI#: unknown ; product ID: bi71000576, ubd: unknown, UDI#: unknown. H3: a medtronic representative went to the site to test the equipment. Testing revealed that after part replacement, error 145 occurred. Further troubleshooting showed that the generator booster board and starter board were defective and need to be replaced. H6: fdm b01, fdr c02, c07 fdc d02 that were previously reported are applicable to the system checkout. Multiple annex g codes were reported. G02005 and g04060 corresponds to the concomitant product bi71000230 and bi71000576. G02022 corresponds to the concomitant product bi71000860r that was included the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the enclosure charger was returned to the manufacturer for analysis. Analysis found that the enclosure charger failed the bench test. Visual inspection confirmed the charger backplane was electrically overstressed. There were also damaged capacitors. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 previously reported are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.